Event description:
Medtronic interrogation report records lead model #4068 (atrial) measured impedances was 309 ohms, which occurred about 2003. The fractured lead caused a heart attack on/about 2004. Although removed and replaced on the next day. Had a second heart attack, ended as cardiac arrest, death in 2005. [See scanned pages]